Manufacturer narrative:
This report was inadvertently submitted. Additional information was received indicated that the battery issue was inadvertently reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no additional patient or event information was available.